Manufacturer narrative:
This report is submitted on march 15, 2022.

Event description:
Per the surgeon, the patient experienced migraines since activation and wanted the device removed. The device was explanted under a general anaesthetic.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 11, 2022.